Event description:
Us customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus test. On (B)(6) 2022, a sample was collected from the patient and processed per pi. The sample was run on the xpert xpress cov-2/flu/rsv plus test which resulted in sars cov-2 positive, flu a negative, flu b negative, rsv negative. The result was reported to the physician. On (B)(6) 2022, a sample was recollected from the patient and processed per pi. The sample was run on the xpert xpress cov-2/flu/rsv plus test which resulted in sars cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to a physician. Initial and recollected sample were stored at room temperature. Customer mentioned that gloves were being changed in between 2-3 samples. Per pi, gloves should be changed between handling each specimen. The patient was asymptomatic at the time of testing and test was performed for travel purposes.

Manufacturer narrative:
Us customer contacted cepheid to discuss patient results for xpert xpress cov-2/flu/rsv plus test. On (B)(6) 2022, a sample was collected from the patient and processed per pi. The sample was run on the xpert xpress cov-2/flu/rsv plus test which resulted in sars cov-2 positive, flu a negative, flu b negative, rsv negative. The result was reported to the physician. On (B)(6) 2022, a sample was recollected from the patient and processed per pi. The sample was run on the xpert xpress cov-2/flu/rsv plus test which resulted in sars cov-2 negative, flu a negative, flu b negative, rsv negative. This result was reported to a physician. Initial and recollected sample were stored at room temperature. Customer mentioned that gloves were being changed in between 2-3 samples. Per pi, gloves should be changed between handling each specimen. The patient was asymptomatic at the time of testing and test was performed for travel purposes. Review of the test results shows the first sample tested weakly positive for sarscov2 by xpert xpress cov-2/flu/rsv plus test. Sarscov2 cycle threshold value was consistent with a very low concentration of sarscov2 target. The pcr curve was normal in appearance. The spc control pcr curve was also normal, indicating no evidence of product malfunction. A second swab was negative for sarscov2 by xpert xpress cov-2/flu/rsv plus test. No evidence of product malfunction in this second test. No known harm to asymptomatic person tested for travel purposes. Cepheid patient safety board noted to customer that testing of patients that are not suspected of covid-19 is off-label and must be validated for this use. False positive: false positive results for sars-cov-2 could lead to incorrect management of symptomatic patients, including unnecessary isolation or quarantine, misallocation of resources, delayed diagnosis and treatment for other infections or health conditions, or unnecessary antiviral treatment. Cepheid's patient safety board consult confirmed with the customer that there was no associated patient harm or change to patient treatment. Results are for the identification of sars-cov-2 rna. As per section 3 of the xpert xpress cov-2/flu/rsv plus eua IFU; "positive results are indicative of active infection, but do not rule out bacterial infection or co-infection with other pathogens not detected by the test. Clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status." Note for section h3 device evaluated by manufacturer - answer of no is due to the single use of the xpert xpress sars-cov-2 test and the unavailability of that product lot to be returned to cepheid.